Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed all functional and safety tests to factory specifications and no malfunction was found. The ventilator was cleared for clinical use. The received logs revealed several alarms at the event date, paw high, peep low and respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator did not restart. There was no patient harm. Manufacturer's ref #: (B)(4).